Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. A visual inspection was performed. The device has the distal tip detached, and the body kinked near to the distal section. Overall length couldn't be measured due to the distal tip detached, outer diameter of distal tip could not be measured due to the distal tip not returned and all the other outer diameter are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00602. It was reported that guide wire separation occurred. Two 330cm rotawire¿ were selected for use. During preparation, the physician attempted to remove the wires from the spool; however, it was noted that the tip of the guide wire was separated from the core. The procedure was completed with a different device. The guide wire was not used inside the patient's body. No patient complications reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00602. It was reported that guide wire separation occurred. Two 330cm rotawire were selected for use. During preparation, the physician attempted to remove the wires from the spool; however, it was noted that the tip of the guide wire was separated from the core. The procedure was completed with a different device. The guide wire was not used inside the patient's body. No patient complications reported.